Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component, a sipap main printed circuit board assembly (pcba), and evaluated the component. An evaluation of the component duplicated the reported issue and isolated the issue to a fuse being loose and not making a good connection, causing the unit to dump pressure.

Manufacturer narrative:
Carefusion complaint number (B)(4). (B)(4). Results of investigation: the carefusion failure analysis laboratory received the suspect device, a sipap, and evaluated the device. An evaluation of the device found that the over pressure dump valve was set beyond acceptable specifications. The f3 fuse was not fully installed. After replacing the f3 fuse and performing pressure calibrations, the technician was able to lower the over pressure dump valve to acceptable levels. Factory service replaced the main printed circuit board assembly (pcba) as a precautionary measure and tested the unit. The unit meets service specifications. If additional information becomes available, a follow up report will be submitted.

Event description:
The customer reported that the unit was being used for training purposes and the customer was having issues with the unit holding pressure. The customer reported hearing the unit dumping pressure and then trying to re-pressurize. There was no patient involvement associated with the reported issue.